Event description:
This pt sustained a corneal burn while surgeon used phaco equipment. The procedure was discontinued after one swipe of the tip and a planned extra capsular cataract removal with intraocular lens was performed.